Manufacturer narrative:
(B)(4). Date sent to FDA: 08/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Photo analysis summary: several pictures in a word file were received to ethicon inc for evaluation and upon visual inspection it was observed an opened box without film and missing labels on the box. Pictures to compare the reported condition were included in a word file. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. H6 investigation findings: c22 - photograph related to the event.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: whats the product code? 2 products were identified by inspector and pictures provided, 1 seems compliant (code: (B)(4), lot qlbcgws0), and one non-complaint as due to repack the eaches do not have compliant ukrainian labeling (code: (B)(4), lot pkbdqmr0) whats the lot number? As per above is the device available for analysis? No, at this time we do not know in which pharmacy it was identified. Are there any photos available for product which had overlabeled issues? Yes, (B)(6) language and (B)(6) conformity mark for label and IFU are added through late stage customization process in edc, over-the-wrap, before shipping to (B)(6). In case of pictures, these conforming overlabeling is meaning as the overwrap was removed, products are sold as eaches, insert and primary labeling do not contain (B)(6) language and (B)(6) conformity mark. Was there any missing or incorrect information to prevent proper identification of the product? As per above. What do you mean overlabeled? Please clarify as per above. What was the issue with the labeling? As per above. Was the IFU missing? Yes, after removing shrink-wrap, and selling as each means that individual (B)(6) language IFU with (B)(6) conformity mark is not provided to each customer. Do you have the purchase order from the distributor? We do not have confirmation at the point from distributor, inspector or pharmacy side. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that during a routine check on the (B)(6) market, the health authority ((B)(6)) noticed sales unit of j&j sutures on pharmacy stock without (B)(6) compliant labeling (overlabel and IFU). The inspector called ra person in (B)(6) to request pictures of products which are overlabeled (compliant labeling / compliant product) to determine where could she find the overlabel and IFU on the product. Potentially if smdc cannot find the ua compliant labeling (resulting in a noncompliant product) a report might be issued also to j&j (B)(4) with requirements to remove product from the market to make it compliant.